Event description:
Received a call from the operating room director stating that a package of merocel surgical patties were opened in preparation for surgery. The sponges were placed on the sterile field and then counted to find the package had 11 sponges in the package instead of the 10 described. Items were removed from the room and sequestered. This was found before the patient ever entered the operating room suite.